Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k092313, k172831, k191910.

Event description:
As reported by the user facility: on (B)(6) 2026, the b. Braun perfusor space syringe pump (ecn no: (B)(4) was in use for infusion of subcutaneous fentanyl 500mcg in 10ml (neat) at a rate of 5mcg/hr (0.1ml/hr). During the pm shift, while performing routine checks at 1504h, the nurse verified the volume to be infused (vtbi) displayed on the pump, which was 8.8ml. The expected outcome was that the physical syringe volume would correspondingly reduce in alignment with the vtbi. However, it was observed that the physical syringe volume remained approximately at 8.9 ml, indicating a discrepancy between the pump display and the actual syringe volume. Prior to this, no discrepancies had been reported during earlier checks. Given the low infusion rate (0.1 ml/hr), accurate visual assessment of the syringe plunger movement was challenging. As a precautionary measure, the pump was immediately discontinued and replaced. No patient injury reported.